Event description:
As reported via the cypress study, a patient experienced instent restenosis approximately five and a half months after the index procedure. The indication for the index procedure was unstable angina pectoris and restenosis of a previously implanted cypher stent. The initial cypher was implanted due to 60% stenosis in the ostial rca. The lesion had been pre-dilated prior to stenting and was post-dilated at 22atm. At the time of the index procedure, stents were implanted in the distal, mid and proximal rca. The lesion was 76mm in length and was a 90% restenosis of the previously implanted cypher stent. The lesion was pre-dilated and a 2.75 x 33mm cypher was implanted at 18atm in the distal rca and was post-dilated at 22atm. A 3.5 x 33mm cypher was placed in the mid rca proximal and abutting the previous stent at 12atm and was post-dilated at 22atm. A 3.5 x 18mm cypher was implanted in the proximal rca at 16atm proximal to and abutting the previous stent and was post dilated at 18atm. There was 40% residual stenosis. The patient was discharged the following day. Approximately five and a half months later, angiography revealed instent restenosis in the proximal and mid rca that was treated with rima to the lpda coronary artery bypass surgery approximately one week later. There was 95 to 98% ostial stenosis with 70 to 80% stenosis in the proximal and mid segment of the vessel. It was reported that the restenosis was not within 5mm of the distal rca stent. According to the investigator, the event was possibly related to the cypher stents.

Manufacturer narrative:
As reported via the cypress study, a patient experienced coronary restenosis approximately five and a half months after the index procedure. This is a (B)(6) male with medical history including angina (within past 6 weeks), history of previous pci with stenting of the target vessel, diabetes mellitus, history of hyperlipidemia, hypertension, history of atrial fibrillation, history of myocardial infarction, and allergy to tylenol. The indication for the index procedure was unstable angina pectoris and restenosis of a previously implanted cypher stent. The initial cypher was implanted due to 60% stenosis in the ostial rca. The lesion had been pre-dilated prior to stenting and was post-dilated at 22atm. At the time of the index procedure, stents were implanted in the distal, mid and proximal rca. The lesion was 76mm in length and was a 90% restenosis of the previously implanted cypher stent. The lesion was pre-dilated and a 2.75 x 33mm cypher was implanted at 18atm in the distal rca and was post-dilated at 22atm. A 3.5 x 33mm cypher was placed in the mid rca proximal and abutting the previous stent at 12atm and was post-dilated at 22atm. A 3.5 x 18mm cypher was implanted in the proximal rca at 16atm proximal to and abutting the previous stent and was post dilated at 18atm. There was 40% residual stenosis. The patient was discharged the following day. Approximately five and a half months later, angiography revealed instent restenosis in the proximal and mid rca that was treated with rima to the lpda coronary artery bypass surgery approximately one week later. There was 95 to 98% ostial stenosis with 70 to 80% stenosis in the proximal and mid segment of the vessel. It was reported that the restenosis was not within 5mm of the distal rca stent. According to the investigator, the event was possibly related to the cypher stents. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00517, 3003742446-2011-00518 and 3003742446-2011-00519.